Manufacturer narrative:
(B)(4). Retainer ring = black. Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed pump error alarm. The adapt confirmed pump error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6, pcb 1. After disconnecting and reconnecting the internal battery connector on j6, pcb 1, the pump was monitored and functioned properly. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer able to clear alarm and able to rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.